Event description:
Paramedics were attending to a pt in full cardiac arrest. First responders were already on the scene with an automatic advisory defibrillator and reportedly no shock were advised by the unit. The paramedics diagnosed fine ventricular fibrillation and the attempt was made to administer a countershock. Allegedly the unit failed to charge. The operator replaced the battery and reported the device charged properly. A back up defibrillator was available and the operator opted to use if for the remainder of the call. The pt was successfully countershocked, however was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reproter's assessment of the pt's viability and the availability of a back up device.

Manufacturer narrative:
The device was replaced with a new unit and will not be returned to the customer for use.